Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.75 flextome cutting balloon was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured. No segment of the balloon catheter remained inside the patient's body. The procedure was completed with this device. No patient complications were reported and the patent's status is good.